Event description:
During a coronary stenting procedure the dr deployed the stent, and balloon would not come down. The mid left anterior descending lesion was pre-dilatated with a 3.0 x 15 voyager 8atm/30sec. The balloon finally came down after multiple negative pulls from 20cc & 60cc syringes. There was no reported pt injury. Additional info will be submitted within 30 days of receipt.